Manufacturer narrative:
No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. The damaged flow sensor was replaced, and the unit was returned to service.

Event description:
The hospital reported the breathing system module cover was not able to close. This potentially could cause a large leak. There was no report of patient involvement.

Manufacturer narrative:
Additional information was received that this reported leak was caused by a use error (client forced the flow sensor in the wrong way). No reported patient injury. It is, therefore, not reportable in the USA. Reported complaint was noted during preuse checkout.